Event description:
A report was received that the patient was experiencing loss stimulation after a car accident. It was noted that the leads have migrated and coming out of epidural space. The patient will undergo a revision procedure.